Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011, (B)(4) 2011, (B)(4) 2011, and (B)(4) 2011 by phone, fax, and mail. A completed questionaire has not been received. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
A technician reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. Add'l info has been requested.